Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) in 2009. The icl was explanted two weeks later, due to excessive vaulting. The patient did not have any adverse events related to the excessive vaulting and the icl was exchanged for a shorter lens. The reporter stated the surgeon felt the excessive vaulting was due to a mismeasurement of the white-to-white. At the post-op visit six days later, the patient's bcva was 20/20. The patient is doing well.

Manufacturer narrative:
Evaluation results - (other): a lens work order search was performed and no similar complaints were found within the work order.